Event description:
Vns pt had mild cellulitis post-implant that was treated with keflex. Follow-up showed complete resolution, but approximately two days later the pt developed neck pain, swelling, drainage from the neck incision and wound dehiscence. Neurosurgeon indicated that there was a 5-7mm opening at the neck incision with the tracks 5mm above and below the opening and a small nodule at the superior tip of the wound that does not connect with the tracks. The pt was afebrile. An additional course of keflex was prescribed (500mg qid x 7 days) and the pt was instructed to apply heat to the area to express nodule, keep the area covered with gauze for drainage and follow-up in three days. Almost three weeks later, the pt has not yet scheduled an appointment for follow-up. Investigation to date has been unable to determine the cause of the reported event.